Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, we the technician confirmed that the lcb (light carrying bundle) broken, the control body corroded, the insertion flexible tube crushed, the biopsy inlet piece loose, and the angle wire rupture; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (broken).